Manufacturer narrative:
It was reported by the hospital contact that during the stent assisted coil embolization, the stent (enc451400/ 10560701) could not be advanced to the catheter tip. Withdrew the stent with microcatheter (details unknown) and used a new stent (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and (B)(6) years old, has an aneurysm with a size of 3.8*4.6 mm in the brain. It was initially reported that the product will be returned for analysis. There were no damages noted on the stent or microcatheter. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event. A non-sterile enterprise device was received inside of stent dispenser hoop inside of a plastic bag. The device was removed from the stent dispenser hoop and residues of dry blood can be observed inside of the introducer tube as well as the stent was found deployed. The received device was inspected under microscope and no damages were noted on it. The functional analysis could not be performed due the stent was received deployed. (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of the lot 10560701. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with (B)(4) internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at (B)(4) and was determined to be acceptable. The failures reported by the customer as ¿impeded with loss of cerebral target position¿ could not be evaluated due to the stent was found deployed. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process. No corrective action will be taken at this time.

Manufacturer narrative:
The product will be returned for analysis, but it has not been received at the analysis site. Additional information will be submitted within 30 days of receipt. (B)(4). Concomitant medical products and therapy dates: microcatheter (details unknown), new stent (details unknown).

Event description:
It was reported by the hospital contact that during the stent assisted coil embolization, the stent (enc451400/ 10560701) could not be advanced to the catheter tip. Withdrew the stent with microcatheter (details unknown) and used a new stent (details unknown) to complete the procedure. There was no report on the patient injury. The patient is male and (B)(6), has an aneurysm with a size of 3.8*4.6 mm in the brain. It was initially reported that the product will be returned for analysis. There were no damages noted on the stent or microcatheter. An adequate continuous flush was maintained through the microcatheter. There was no clinically significant delay in the procedure due to the event.